Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging error 1. The reporter alleged getting error 1 message while trying to do a blood glucose check. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.